Event description:
It was reported that a malfunction alarm occurred. Reportedly, it was reported that the customer experienced an elevated blood glucose (bg) level of 530 mg/dl; cause was not known. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.